Event description:
Information does not address the patient's clinical status but notes that during a transtelephonic check, loss of ventricular capture was noted. During an office visit, the ventricular bipolar lead impedance was 2181 ohms. X-rays did not reveal any clavicle 1st-rib clamping, kinks or suture sleeve ligatures that may have been cutting into the lead. The device was programmed to unipolar pacing and bipolar sensing. The patient will be closely monitored.